Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 day. Per the op report for procedure date (B)(6) 2012, this patient has a history of cardiac mrmur since 5 years of age. Recent echocardiogram revealed critical calcific aortic stenosis. She was advised to undergo aortic valve replacement. The patient's aortic valve was replaced with the edwards bioprosthetic valve. There was excellent coaptation of annular tissues through the sewing ring. Unfortunately, no other details were provided. The reason this device was explanted remains unknown.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.